Event description:
Equashield spike adaptor 1t with the dimples on the side often have membranes inside the spike adaptor blocking inability of drug to flow through to prime line with drug. FDA safety report ID# (B)(4).